Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from one patient sample processed on a vitros 5600 system. Root cause for the event could not be determined, however inappropriate pre-analytical sample preparation and unexpected vitros reagent performance could not be ruled out as contributory factors. In addition, the investigation found no evidence to indicate that the customer¿s vitros 5600 analyzer had malfunctioned.

Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from one patient sample processed on a vitros 5600 system. Vitros troponin I es result = 0.9ng/ml verses re-test result <0.012ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The higher than expected vitros tropi es patient result was reported outside of the laboratory, and a corrected report was issued. There was no allegation of patient harm made as a result of the event. (B)(4).